Manufacturer narrative:
(B)(4). Initial report . Additional information, including patient medical history, post primary and pre revision x-rays, reason for revision and the explants have been requested in order to progress with the investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 9 years and 7 months. The reason for revision is unknown.

Manufacturer narrative:
(B)(4). Additional information, including patient medical history, post primary and pre revision x-rays, reason for revision and the explants were requested in order to progress with the investigation, however, these were not received. Therefore, there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that the parts associated with these records conformed to material and dimensional specification when manufactured. The reason for revision, x-rays and explanted devices were not provided to corin, therefore, at this time, we cannot determine whether these devices caused or contributed to the patient's experience. Based on this, corin now considers this case closed. However, should any new information be provided, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 9 years and 7 months. The reason for the revision is unknown.